Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer went to emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on december 14, 2019 to (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer had symptoms like nausea, vomiting, dizziness and body weakness. Customer also reported that requesting insulin pump to be replaced because it was not working and not giving him insulin. Customer was treated with insulin through intravenous fluid and manual injection. Customer declined to perform a carelink upload. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm/no delivery alarm noted. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.